Manufacturer narrative:
Isi received the unit involved with the complaint and completed the device evaluation. Failure analysis was able to reproduce the reported issue. The unit was installed in a test system and was able to replicate the problem shortly after startup. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced error 252 and 40241 and the patient side cart auto shutdown intermittently. A technical support engineer (tse) attempted troubleshooting but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury a field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the system power manager to resolve the issue.